Event description:
It was reported that this inflatable penile prosthesis (ipp) was implanted but it did not work appropriately and the device constantly constricted the patient's urethra, causing urinary retention. The patient required a visit to the emergency room for catheterization. No further information has been reported.

Manufacturer narrative:
H7 and h9 have been corrected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3: date of event is an approximate.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event is an approximate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was implanted but it did not work appropriately and the device constantly constricted the patient's urethra, causing urinary retention. The patient required a visit to the emergency room for catheterization. No further information has been reported.